Event description:
Reportable based on device analysis completed on 26sep2018 it was reported that crossing difficulties were encountered. Vascular access was obtained via the left femoral artery. The 90%, 28mm x 2.75mm, <=45 degree, concentric denovo shaped target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion was predilated with a post dilation stenosis of 40%. A 2.00mm x 20mm maverick balloon catheter was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon burst.   Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination revealed kinks in the hypotube 5.3cm and 7.4cm from the hub. There is a kink in the guidewire lumen 19.1cm from the tip. Microscopic examination revealed that the tip is damaged and there is a longitudinal tear 8mm from the tip. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.